Manufacturer narrative:
Correction: additional procedure completion information added. The computer was replaced. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the physician proceeded to use the navigation system in the procedure with no delay or negative impact to the patient.

Manufacturer narrative:
(B)(6). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that while navigating to the ethmoid area parts of the image anatomy was not present. The rep swapped the scale from gray to bone with no resolution. The model was sufficient and the exams up to the ethmoid bone area, which was not present on the navigation. It was noted that it was a nac model. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Correction: corrected to the original s8 navigation system values in the initial MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: corrected to the fusion system. Serial number and UDI not known at the time of filing. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.